Event description:
Small blood pressure cuff to right upper arm. Pressure monitored via dinamap. Machine pumped cuff to 200 mm hg. Pt complained of pain. Large eccymotic area right upper arm, 1/2 circumference of arm, anterior aspect.